Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The drive gas check valve was replaced. No report of patient involvement.

Event description:
The hospital reported that the unit had a failure affecting mechanical ventilation. There was no report of patient involvement.